Event description:
Had surgical mesh implanted to repair ventral hernia on (B)(6) 2010 and have been having serious stomach problems since the surgery including nausea and bowel problems. Want to know if the counterfeit polypropylene surgical mesh marketed was used on me. It was marketed as a c.r. Bard/davol product and my implant was supposedly a davol product. Surgery was performed at (B)(6) hosp. In (B)(6).